Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to contact support if any issues reoccur.